Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawkone directional atherectomy during a procedure to treat common femoral and sfa. The lesion length was 45cm. The iliac vessel was very tortuous. It was reported that upon removal for the first cleaning, the device would not close completely. It was determined that the inner liner of the tip had separated from the rest of the tip. No parts of the device were missing when removed from the patient. It was reported the cutter failed to close all of the way into the tip when retrieved for cleaning. The problem presented itself as an inability to close the cutter all of the way into the tip when retrieving it for cleaning. The blade of the device would not extend fully into the tip, but was protected on the way out there was no patient impact. Another device was used to complete the procedure. There was no patient injury reported.